Event description:
Information was received from a consumer regarding a patient with an implantable pump containing bupivacaine, hydromorphone, and fentanyl for non-malignant pain. It was reported that for the past month and a half or so patients patient therapy manager (ptm) was taking 7 minutes to connect to the pump to get a bolus. Patient stated the ptm gets stuck at 90% when they were trying to connect. Patient mentioned this was his second pain pump. Patient services assisted patient with clearing the data on the ptm and ptm connected very fast. Agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.